Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had multi tower cabinets failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower cabinet was failed. A field service engineer (fse) replaced microswitches and all latch connections were reseated and contacts crimped. The station was booted up, and all doors were tested using the open/close latch test in the hardware test application. All tests passed successfully and fse completed inspection on the device. The system functioned as intended after the field service engineer repaired the device.